Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved delivery accuracy testing and found the pump to be within manufacturing specification of +/-6%. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating that the issue was found during testing.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy testing by -11.10%. There were no injuries or adverse events reported.